Event description:
It was reported the device and leads were explanted and replaced as the patient complained of severe debilitating pain at the implant site. It was also reported there was "not a suspicion of device malfunction". The new device and leads were implanted on the right side of the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. The full lead was returned and analyzed. Upon analysis, it was reported that there was blood on the proximal conductor (non-obstructing), the outer insulation was breeched/cut, there was a cosmetic depression in the outer insulation, blood in on the helix/lobe/mechanism. This damage apparently occurred at explant.